Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) heavier than normal menstrual cycles,sometimes multiple') and cyst ('surgery (other): removal of cysts') in a (B)(6) female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"), 3 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea(cramping)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced back pain ("lower back pain") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient experienced cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("she did explain is I was allergic to nickel") and polymenorrhoea ("multiple menstrual cycles") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery (other): removal of cysts). Essure treatment was not changed. At the time of the report, the genital haemorrhage, cyst, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, allergy to metals, polymenorrhoea and weight decreased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, cyst, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, polymenorrhoea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. They said it was good, I won¿t get pregnant ever again. (Per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: plaintiff fact sheet received. Events: abnormal bleeding (general), heavier than normal menstrual cycles, sometimes multiple, she did explain is I was allergic to nickel, weight loss were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.